Event description:
Low impedance (pacing). Provide details: lead impedance abnormalities for both tip-ring and tip-coil. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).